Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of bacterial peritonitis with culture positive for e. Coli in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient began remedial therapy with vancotech (2gm, frequency not reported, ip) and seven day courses of gentamycin (20mg, daily, route not reported), neftumaxt (250mg, twice daily, orally) and linid (600mg, twice daily, orally). On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was unknown. It was not reported if the patient was discharged from the hospital, if dianeal pd2 ultrabag therapy was ongoing or if the event of bacterial peritonitis with culture positive for e. Coli had resolved. The nurse did not provide an assessment of causality for the event of bacterial peritonitis with culture positive for e. Coli.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.